Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pulse generator (ipg) 2007 (B)(6); 4592-53 implantable pacing lead 2007 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a high number of short v-v intervals, had intermittently low impedance, and was noted with non-sustained ventricular tachycardia (nsvt). The lead remains in use. No patient complications have been reported as a result of this event.